Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Shock button fails function saver evo test

Event description:
There was no patient involved. Shock button fails function saver evo test.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed out qat from heartsine technologies on the 4th june 2013. Upon receipt the device was found to be intermittently failing the shock button test within the saver evo application, confirming the reported fault. Water marks were present on the lower case of the device and on the returned pad-pak. There was also evidence of moisture on the pcba with water marks presence on the serial number label. On removing the shock button, corrosion/a contaminate was found on the contact pads. This was due to the presence of moisture within the membrane. When this was removed the reported fault could not be repeated. The reported fault was caused by inappropriate storage. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.